Event description:
The pacing system was implanted on (B)(6) 2008. Reportedly, during a follow-up performed in (B)(6) 2012, the ventricular capture threshold had increased from 1.25 v to 1.75, though the ventricular lead impedance remained constant around 500 ohms. As the patient had a good av conduction, in spite of his sick sinus syndrome, it was decided to reprogram the pacing mode from ddd to aai. In (B)(6) 2016, the ventricular lead impedance was saturated at 3000 ohms in both unipolar and bipolar configurations. Furthermore, the ventricular capture threshold was measured at 2.0 v. Since then, the ventricular lead impedance was intermittently within normal range and saturated. On (B)(6) 2020, pacemaker replacement was performed due to battery depletion. Before the procedure, the ventricular lead impedance was saturated at 3000 ohms. During the replacement procedure, the ventricular lead was found tightly connected to the pacemaker. Measurements performed with an analyzer revealed a ventricular lead impedance around 400 ohms and a ventricular capture threshold of 1.75 v. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines). The high ventricular lead impedance could have resulted from a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
The electrical and mechanical characteristics of the returned device conformed to established specifications.

Event description:
The pacing system was implanted on (B)(6) 2008. Reportedly, during a follow-up performed in may 2012, the ventricular capture threshold had increased from 1.25 v to 1.75, though the ventricular lead impedance remained constant around 500 ohms. As the patient had a good av conduction, in spite of his sick sinus syndrome, it was decided to reprogram the pacing mode from ddd to aai. In (B)(6) 2016, the ventricular lead impedance was saturated at 3000 ohms in both unipolar and bipolar configurations. Furthermore, the ventricular capture threshold was measured at 2.0 v. Since then, the ventricular lead impedance was intermittently within normal range and saturated. On (B)(6) 2020, pacemaker replacement was performed due to battery depletion. Before the procedure, the ventricular lead impedance was saturated at 3000 ohms. During the replacement procedure, the ventricular lead was found tightly connected to the pacemaker. Measurements performed with an analyzer revealed a ventricular lead impedance around 400 ohms and a ventricular capture threshold of 1.75 v. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines). The high ventricular lead impedance could have resulted from a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level.

Event description:
The pacing system was implanted on (B)(6) 2008. Reportedly, during a follow-up performed in (B)(6) 2012, the ventricular capture threshold had increased from 1.25 v to 1.75, though the ventricular lead impedance remained constant around 500 ohms. As the patient had a good av conduction, in spite of his sick sinus syndrome, it was decided to reprogram the pacing mode from ddd to aai. In (B)(6) 2016, the ventricular lead impedance was saturated at 3000 ohms in both unipolar and bipolar configurations. Furthermore, the ventricular capture threshold was measured at 2.0 v. Since then, the ventricular lead impedance was intermittently within normal range and saturated. On (B)(6) 2020, pacemaker replacement was performed due to battery depletion. Before the procedure, the ventricular lead impedance was saturated at 3000 ohms. During the replacement procedure, the ventricular lead was found tightly connected to the pacemaker. Measurements performed with an analyzer revealed a ventricular lead impedance around 400 ohms and a ventricular capture threshold of 1.75 v. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines). The high ventricular lead impedance could have resulted from a ventricular lead issue and/or a lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report.